Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure two ophthalmic knives would not penetrate into tissue. Procedure details were not provided and there was no patient harm. Attempts have been made to obtain additional information. Additional information received confirmed that event occurred during a cataract surgery. An alternate knife was used and completed the procedure without any harm to the patient.